Event description:
It was reported a death occurred. The patient presented with slow flow the target lesion was a tight lesion located in the ostium of the left anterior descending (lad) artery. A 38 x 3.00 promus elite drug eluting stent was unable to cross the lesion and was removed. A 32 x 3.00 promus elite drug eluting stent was advanced, but it also failed to cross the lesion. The patient then developed ventricular tachycardia. A 20 x 3.00 non-boston scientific stent was deployed, but failed to establish flow in the vessel and the patient died on the table.

Manufacturer narrative:
A 38 x 3.00mm promus elite stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported a death occurred. The patient presented with slow flow the target lesion was a tight lesion located in the ostium of the left anterior descending (lad) artery. A 38 x 3.00 promus elite drug eluting stent was unable to cross the lesion and was removed. A 32 x 3.00 promus elite drug eluting stent was advanced, but it also failed to cross the lesion. The patient then developed ventricular tachycardia. A 20 x 3.00 non-boston scientific stent was deployed, but failed to establish flow in the vessel and the patient died on the table. There is no other information available regarding the patients medical history or concurrent medical conditions.